Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse refit the disconnected rinse block tubing with a collar to secure the tubing onto the rinse block fitting. The rinse port was checked for blockages and the fse ran a startup and samples; all results were within specifications. Failure mode can be attributed to disconnected tubing at the rinse block. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that tubing from the rinse block on their coulter ac t 5diff al analyzer disconnected and dripped. The customer attempted to reconnect the tubing to the rinse block, but it kept popping off. It is unknown how much liquid was leaked or if the leak was contained within the instrument. The customer was wearing gloves, a laboratory coat, and goggles at the time of this incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no impact to patient results and no patient results were reported out of the laboratory as the customer stopped using the instrument after noticing the problem. No death or injury is attributed to this event.